Event description:
The device was used during a low anterior resection procedure. Reportedly, the instrument did not fire and was difficult to open. The surgeon applied another device and resected add'l tissue at the application site to complete the procedure. The hosp has reported the patient's condition is satisfactory.